Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observation with the caller and stated this measurement is indicative of electromagnetic interference (emi).

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement of zero ohms via remote monitoring. No adverse patient effects were reported.